Event description:
It was reported that when using the bd pyxis¿ es server, patient and orders were not crossed over on multiple stations. The customer stated there was no delay to the patient's workflow. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that patients and orders were not crossing over on multiple stations, with an error on health sight viewer (hsv) indicating "patient delay.". A technical support specialist (tss) checked server remote support service (rss) and confirmed it was online. Upon reconfirming the error, the user reported the interface was down. With customer permission, the tss dialed into the serve and ran a downtime sql query, revealing a 53-minute delay and a disconnected flag set to 1. The cce date and time were not current. The interface utility was deployed, sql queries were refreshed and executed, the disconnected flag cleared, and carefusion coordination engine (cce) messages became current. External messaging service, data sync service 1.0, bd maintenance, and net services were restarted. A check confirmed the patient delay icon had disappeared and no errors were present on hsv. The pharmacist confirmed the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.